Event description:
It was reported: "a child with asthma and renovascular hypertension was admitted to the picu for monitoring following aorto-renal bypass surgery lasting 2.5 hours. A note in the chart two days later indicated: "patient was up and out of bed for the first time. Burn mark noted to the back from cardiac lead stickers from surgery. Practitioner notified; assessment was area in lower thoracic region has bubbling and some skin peeling noted." On first assessment, the practitioner thought that the area appeared to be either a reaction to or a skin burn from a bovie pad that was likely placed during the operating room case. The area was approximately 8 inches by 10 inches in size; had blisters, then spread before skin sloughed off. The burn was treated with meplex and healed. It was determined that there was no pooling of skin prep solution under the patient. This issue was investigated for the possibility of the radiation burn due to left renal angiogram with angioplasty 3 weeks prior. The patient was in interventional radiology (ir) from about 0840-1025. The radiation dose recorded by the ir staff for this renal angiogram was 164 ugy or 0.0164 rad. It was generally believed that no skin changes are seen at doses less than 200 rad.

Manufacturer narrative:
Conmed could not confirm nor unconfirm this complaint. No sample was returned nor photos received related to the reported injury. For this reason, we could not determine actual failure mode or root cause. A 24-month review of the customer complaint history for back pad has shown one similar complaints. A review of the manufacturing documents from the DHR/lhr for lot 1006041 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identify, quality, safety, effectiveness or performance were not identified during manufacture. Product specification and biocompatibility documents were referenced during this investigation. It is noted that the skin contact substances, conductive adhesive gel (5% potassium chloride) and the adhesive on the foam portion of the electrode, were tested and considered biocompatible for its intended use. Electrodes were tested for cyto-toxicity and sensitization through iso testing. There were no discrepancies noticed in the biocompatibility document. A possible cause of this complaint could be radio frequency burns at electrode sites during the electrosurgical procedure. Per the devices dfu, directions for use, "electrosurgical procedures which employ ECG monitoring can result in radio frequency burns at one or more electrode sites because, in their recommended application, they are frequently placed close to the active electrosurgical site. All ECG backpads are more susceptible to this problem than individual electrodes. The risk can be minimized by the use of monitoring cables equipped with radio frequency indicators (rf chokes) or other appropriate protection to reduce the risk of electrosurgical current flow through ECG electrodes". Another contributing factor may be extended electrode application time. The complaint investigation has not identified any manufacturing defects with this complaint. Thus, no corrective actions are recommended at this time. We are now considering this complaint closed.